Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit, although the battery has been out of the device for a few days. The customer's blood glucose reading was 38 mg/dl and is hospitalized. The customer indicated that the hospitalization is not diabetes related and that her doctor changed her basal rates. Troubleshooting was declined by customer for the low blood glucose but advised customer on the basal rate change.